Event description:
The hcp reported that the patient had a pump and catheter placed and within 5 days had flaccid paralysis of his lower torso, numbness of his rib cage, and incontinence of bowel and bladder. No device troubleshooting was performed. The catheter was repositioned in 2007. At a recent follow-up visit the pain was "about the same"; no comments regarding the paralysis were noted. The pump is used to delivery fentanyl.

Event description:
The following previously information was previously reported in manufacturer report #3004209178-2014-04939: [it was reported that, by (B)(6) 2007, the patient was ¿having problems¿. The patient couldn¿t urinate and was taken to the emergency room (ER) where his right and left legs went numb. He also had periodic burning pain in his abdomen. The patient was diagnosed with transverse myelitis. The patient had a spinal tap that showed protein in his spinal fluid and was diagnosed with arachnoiditis. An MRI was done and, 3 days later, it was discovered that the patient had a granuloma at the catheter tip. The catheter was revised the following day. The device system was used to deliver dilaudid and bupivacaine.] All information pertaining to this event will now be reported in this manufacturer report # (3004209178-2014-04939). It was later that the patient¿s pump was ¿installed¿ incorrectly, leaving the patient permanently paralyzed from the sternum down, including the bowels and bladder. The patient became paralyzed in july 2007. An inflammatory mass also occurred. The patient felt terrible from the implant in march 2007 and the healthcare provider (hcp) kept increasing the medication. The patient had a spinal tap done, which showed protein in the spinal fluid. The patient also had an MRI, which showed arachnoiditis. At that point, the pump reportedly should have been removed or the medication should have been stopped. However, the hcp kept increased the pump dosage. When the patient woke up on an unspecified date, he had lost all trunk control and the paralysis kept progressing up. There was a fear that it was going to affect the patient¿s lungs or cause the patient to be quadriplegic. Due to the progression of the patient¿s pain episodes and paralysis, the patient lost all trunk control. A neurologist reviewed the option of removing the pump entirely. At this time, the pump had only been in for 3 months and it hadn¿t had time to ¿fuse¿ yet. The neurologist stated it was dangerous to remove and the patient may have needed a blood patch. It was unknown if the patient would ¿get his legs back¿ and, if he did, there was still a concern that the patient would end up with horrific pain and paralysis as an outcome. So, the neurologist recommended leaving the pump implanted, which they did. When the patient was diagnosed with paralyzation, he was initially diagnosed with transverse myelitis. The patient spoke to a manufacturer representative and was referred to a hcp that discovered that the catheter was implanted too high, at t9-t10 instead of l4. The medication at this time was bupivacaine and dilaudid and formed a granuloma at that point. The hcp moved the catheter down to l4. The patient did get more feeling back, which was reported to be pain. There was spinal cord damage and the hcp couldn¿t go in to remove the granuloma because it would cause more scar tissue damage. By (B)(6) 2007, the patient couldn¿t urinate. The monday after this occurred, the patient was taken to the emergency room (ER) and almost 1800ml of urine was drained from the patient. The patient walked into the ER with his left leg bothering him and was also a little bit numb. After the urine was drained from the patient, the patient tried to get up off of the examination table and fell because he couldn¿t feel anything in his left leg. The patient then began to experience episodes of ¿burning fire ice pain¿ in his abdomen. The patient then lost use of his right leg. It was noted that, at this time, an on-call neurologist wasn¿t available and the patient was sent to another hospital and admitted. The patient¿s hcp came to see the patient at the hospital and removed the bupivacaine and dilaudid from the pump and replaced it with saline. At this time, the hcp said that the patient should be walking again within the following 36 hours. This was the last time the patient spoke to this hcp. The hospital was reportedly treating the patient like he was paraplegic and sent the patient to a rehabilitation facility to ¿learn how to be a paraplegic¿. The patient had another episode of ¿burning ice and fire¿ pain in his abdomen. These episodes were occurring almost every 24 hours. The patient was given some morphine, which helped him calm down and go to sleep. The pump was replaced in april 2014 due to ¿natural¿ battery depletion. At the time of this report, the patient¿s legs were completely flaccid and had no tone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).